Event description:
The field organization reported that there was a serious injury (puncture) caused by the 21075a temperature probe. The injury required surgery to correct.

Manufacturer narrative:
Pr#: (B)(4). This complaint was created based on info received from the field organization in which a pt injury requiring surgery was reported. The info regarding this injury was received as part of an investigation for another unrelated issue. A follow up report will be submitted once the investigation is complete.